Manufacturer narrative:
The suspected lot numbers were reported as r21f22022 and r21c03052. Address: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system; non-dehp continu-flo solution set leaked. The nurse stated "the distal y-site was compressed leading to normal saline leaking as the nurse was priming the tubing." There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the suspected lot number r21f22022 was manufactured on 06/24/2021 and the suspected lot number r21c03052 was manufactured on 03/05/2021. H10: the device was received for evaluation. During visual inspection, the second y-site clearlink was observed crushed. Functional testing was performed, which included pressure and clear passage testing, and the set leaked where clearlink was observed crushed. The reported condition was verified. The cause of the condition was related to a manufacturing issue. Corrective actions implemented. A nonconformance has been opened to address this issue.a batch review was conducted for both potential lot numbers and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.